Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and confirmed the buffer valve was the cause of the intermittent false high sodium results. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported generating high na (sodium) patient results on their au480 chemistry analyzer. The erroneous patient results were reported outside of the laboratory. The customer repeated the samples on an alternate instrument and obtained result considered correct. The initial and repeat sodium results were within the normal reference range. There was no effect to patient treatment in connection to event. Quality control was within the laboratory's established ranges on the day of the event.